Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower scan result of 10.5 mmol/l on the adc device in comparison to a glucose reading of 15 mmol/l on a competitor brand meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer "felt heavy", so they self-treated with two slices of toast and insulin pen (type/dose unspecified). No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.